Event description:
It was reported that, "dr. (B)(6) was attempting to assemble augments onto our triathlon ts femur (revision of a competitive product) and the screw drivertip stripped. This prevented full torque of augment screw. He utilized the multi-angle screwdriver to achieve appropriate torque."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.